Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 63 mg/dl while their blood glucose reading was 124 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose. The suspend on low limit in the sensor setting was 70 mg/dl. The customer¿s current blood glucose was 58 mg/dl. They treated their low blood glucose with soda. The sensor will be returned for analysis.